Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, it was turned on and the pacing led flickered. However, ventricular capture did not occur. The epg was replaced for another device. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.